Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the reported issue was confirmed. However, the cause of the phenomenon was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿the image sensor (ccd), that converts the endoscopic image into electrical signals, is located here. This portion of the camera head controls the rotation of the endoscopic image.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head image stayed at a 45 degree angle and was uncomfortable to work with. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there was a misalignment of the image, there was no external damage. Three good faith efforts were made to obtain additional information; however, no response received from customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.